Event description:
The user facility reported the product had a cutting problem while it was inside the eye. Another product was used to complete the surgery. Additional information was received stating that the patient later developed endophthalmitis. The current status of the patient is unknown.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
The evaluation of the product sample has been completed. Three cassette assemblies were returned without the original packaging. The part numbers and lot numbers could not be verified or determined. In addition, one alcon 500ml bss, glass bottle labeled ndc 0065-0795-50, lot 114hu was returned. The expiration date on the bottle was 2025-01. The bottle contains 425ml of solution. One assembly was separated from the other two and was wrapped up in a plastic bag. This assembly''s tubing-IV spike was inserted into the returned bottle of alcon bss. All three assemblies were dirty with fluid in the lines. The tubing was wadded and tangled up together with the light pipe cables inside the box and the bag. All three light pipes were returned without tip protection and have bent needles. The vitrectomy cutter tip protectors were not returned and the needles were bent. A functional test was performed using a stellaris system. The cutters did not cut. The needles did not reach the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. However, due to the returned condition being tangled up in the tubing and light pipe cables, the cause of the bent needles cannot be determined. Though all three samples were returned to b&l dirty and have evidence of use, the source of the endophthalmitis at the time of customer use, cannot be determined by visual inspection and functional testing alone. Endophthalmitis cannot be confirmed. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is complete.